Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a set of pads were giving a low flow rate of 1.4 lpm as a low flow alert was displayed during normothermia. Therefore, the temperature of the patient had risen to 101f. The patient was being administered nimbex drips during therapy. The pads were swapped with a second set of pads and therapy was resumed on the second set of pads and the flow rate rose to 2.4 lpm.

Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use states the following: ¿6. Once the pads are primed, assure the flow rate displayed on the control panel is greater than 2.3 liters per minute, which is the minimum flow rate for a full pad kit.¿ (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that a set of pads were giving a low flow rate of 1.4 lpm as a low flow alert was displayed during normothermia. Therefore, the temperature of the patient had risen to 101f. The patient was being administered nimbex drips during therapy. The pads were swapped with a second set of pads and therapy was resumed on the second set of pads and the flow rate rose to 2.4 lpm.